Event description:
According to the reporter: during rectal cancer radical excision, the double stapling technique was used. The device was used to transect and close the distal rectum, the staple did not form properly resulting in incomplete closure of the lumen. The anastomosis was completed by hand. The surgeon had to colostomy to resolve the issue. No further patient details was reported.